Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side implant rupture and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease flat, missing piece of the shell, wear abrasion and broken shell. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening; missing piece of the shell assessed to inconclusive.

Event description:
Healthcare professional reported right side implant rupture and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.